Event description:
Info received indicates, fluid ingress into the left siderail ucm board causing no head up function.

Manufacturer narrative:
The tech replaced the left siderail ucm board to repair the bed.